Event description:
New information indicated a software download was successfully performed. Diagnostics anomaly in the trend data continues to be observed.

Event description:
It was reported that the patient presented in clinic for routine follow-up. The pulse generator exhibited a diagnostics anomaly. No intervention or patient symptoms were reported. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).